Manufacturer narrative:
Immucor technical support assessed the instrument test well images using a remote electronic connection method on (B)(4) 2015 and determined that the test well images for the blood sample were consistent with the ab type unexpected outcome.

Event description:
On (B)(6) 2015, a customer reported an unexpected abo blood group mistype with a galileo instrument.